Event description:
Philips received a complaint by the customer on the v60 indicating that the device was not working. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse). The issue could not be replicated. The device functionality and visual inspection of the device was performed and completed. The device was then returned to service. The issue was unable to be replicated. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.